Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter (sgc) was returned and the reported cable break resulting in the mechanical issue of inability to curve the guide was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the sgc cable break; however, it was determined that the cable break resulted in the inability to curve the guide. It is possible that there were procedural interactions (e.g. Excessive knob turning and unintended curves on the device) which resulted in over-tensioning of the cables such that the cable broke; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the inability to deflect the steerable guide catheter (sgc). It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The sgc was advanced into the patient anatomy. In the right atrium, an attempt was made to turn the minus knob, the tip of the sgc did not deflect. A cable break was suspected and the device was removed without difficulty. A new sgc was used without issue. Two clips were implanted and the mr was reduced from grade 3-4 to grade 1. No additional information was provided.